Event description:
In (B)(6) 2024 and impella 5.5 was placed to support a 59 year old male patient who was admitted in with known cardiomyopathy and cardiogenic shock, in scai stage c shock. The successful support was for 5 days til the patient received his heart transplant. In (B)(6) 2026 the loqi database reported upon an adverse event with relationship to the pump documented as possible. The harm was for respiratory failure in (B)(6) 2025. Of note, the patient had been vented and weaned to an airvo device, and finally to nasal cannula. Patient resolved and by discharge no longer needed respiratory support in (B)(6) 2025.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and the device was not returned. Investigation summary: respiratory failure/ppae: the cause of the injury was not determined due to insufficient clinical details.